Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a start-up failure. There was a spine clamp malfunction, screw assembly failure. There was no patient involvement. Additional information was received. It was reported that the cause of the issue was a damaged screw in the clamp.

Manufacturer narrative:
H3, h6: the open spine clamp, lot: 180614, was returned to medtronic for analysis. Through testing, it was found that the retainer clip was disengaged. Codes b01, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.